Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device was found to have a missing left door, top enclosure power button and ambient sensor cracks. The device was also found to have ui panel and screen scratches.